Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the image disk full error. Analysis of the system log file did not show any image disk full problems. During troubleshooting, fse identified defect in the ippc. Fse replaced the ippc. After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system displayed error message ¿image disk full¿. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the imaging processing pc (ippc). The device was returned to use in good working order.